Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): item number: 12-162613, item name: standard femoral stem, lot #: 770520. Item number: 00223200228, item name: cerclage cable with crimp, lot #: 63820962. Item number: 00223200228, item name: cerclage cable with crimp, lot #: 63775363. Item number: 00223200228, item name: cerclage cable with crimp, lot #: 63820962. Item number: 00223200228, item name: cerclage cable with crimp, lot #: 63827903. Item number: 00223200228, item name: cerclage cable with crimp, lot #: 63820962. Item number: 00223200301, item name: bone plate, lot #: 61219708. Item number: 00223200318, item name: cable for bone plate, lot #: 63377420. Item number: 00223200318, item name: cable for bone plate, lot #: 62235733. Item number: x170311, item name: integral femoral stem, lot #: 469440. Item number: 163662, item name: femoral head, lot #: 007270. Item number: 11-165220, item name: ringloc bi-polar cup, lot #: 062900. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01704.

Event description:
It was reported that during a total hip arthroplasty the stem would not assemble with the stem inserter. Multiple screws were attempted to be used to assemble the devices; however, they failed to attach. The surgeon attempted to insert the stem into the femoral canal without being assembled to the inserter, but the cement had already begun hardening and the stem was stuck halfway down the canal. The procedure was completed with a different stem. Surgery was delayed approximately 6 hours. Attempts have been made and no further information is available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.